Manufacturer narrative:
Engineering investigation of the returned cor-knot device revealed damage to the integrated suture cutting blade in an otherwise completely well-functioning device. This blade damage is consistent with activating the blade advancement mechanism by squeezing the device's purple lever before the stainless steel components of the titanium fastener load unit have been removed from the tip of the device. Premature squeezing of the lever can drive the suture cutting blade forward into the curved metal handle and/or stainless steel wire snare of the quick load to dull or bend the blade. The correct loading technique is well described/illustrated in the cor-knot technology guide (instructions for use) product insert. Incorrect instrument handling and loading techniques are cautioned against in multiple references in the IFU. Therefore, no operating room personnel should touch the purple lever other than the surgeon. The lever should be squeezed only by the surgeon when the titanium fastener is appropriately positioned and the suture is ready to be cut. All cor-knot devices are tested for adequacy of titanium fastener crimping and suture cutting prior to release from our clean room mfg facility. The conclusion of the investigation is that the device functioned as designed except did not cut suture properly because of suture cutting blade damage resulting from user error. Through discussion with the surgeon, we further concluded the problem he experienced resulted from pulling too hard on the suture in an effort to cut the suture with the damaged blade. This event is not a device malfunction. No patient harm was reported both initially and 49 days after the operation. The surgeon was told that both devices had damaged suture cutting blades from inappropriate loading by his staff. He noted a new scrub staff member was loading that day and was concerned that this may have led to this problem. An additional in-service training session was requested by the surgeon and has already been successfully conducted.

Event description:
Ref uf/imp report # (B)(4).